Manufacturer narrative:
The event log from the ekosonic control unit (sn: (B)(4)) was downloaded and reviewed by ekos on 03/03/17. The event log indicates ultrasound assisted therapy was started with an ekosonic catheter and a connector interface cable (cic) on 2/26 at 3pm. About 40 minutes later, the catheter and cic were disconnected and reconnected back to the control unit, then the therapy start button was pressed and the therapy was resumed successfully. After 20 minutes there was another catheter and cic disconnection and reconnection. The control unit was ready to enter 'run' mode after the second reconnection completed, however the therapy start button was not pressed and the therapy was not restarted until next morning at 7am. Then the therapy was restarted again after the start button press and performed issue free for 3.5 additional hours. The ekosonic control unit (sn: (B)(4)) was returned to ekos on 04/06/17 and was evaluated. The evaluation confirmed the control unit's performance met specifications and acceptance criteria, and no issues were identified. Ekosonic control unit instructions for use states in operation section: when the cic, iddc, and msd have been connected and are functional, the ekosonic icon will be displayed as the image illustraed in the IFU. Press the green start therapy button to begin ultrasound transmission. The yellow light next to the therapy on indicator will begin to flash. During therapy, the schematic screen indicates which groups are on at any time and if therapy is being delivered.

Event description:
The customer called ekos helpline on (B)(6) 2017 to follow up on an issue that was reported to her. She said the case happened on sunday or monday. The nursing staff reported that the ultrasound was not working. Specifically the lights were not flashing and the two units had different therapy times. Ekos representative visited the hospital on (B)(6) 2017 and met a clinical educator. According to the educator, the patient got to the ICU room and nurse plugged everything in as usual. One ekosonic control unit (pt3b-5313) was facing the wall and the other facing the room. When the nurse in next shift came in and went to look at the control unit facing the wall, and noticed that the yellow light was not flashing and only 1 hour therapy time was displayed on it. The patient received lytics in both catheters with ultrasound being turned on entire time on one side, but not other side. The patient did well.